Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06087. It was reported the asymptomatic patient presented for an unrelated procedure. During surgery, it was observed the atrial and right ventricular leads had insulation abrasions. The leads were fixed with a repair kit and remain implanted. The procedure was completed successfully after the procedure, an x-ray was completed to reveal there were externalized conductors on the right ventricular lead. There was no intervention, the lead remains implanted and in use. The patient was stable.